Event description:
Customer reporting 4 false positive results. Customer is symptomatic with congestion, lethargy, diarrhea and nausea. Customer states the results were confirmed negative by pcr. Report 1 of 4.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.